Event description:
A customer reported to beckman coulter inc. (Bec) of obtaining a positive total beta human chorionic gonadotropin (access tbhcg) results from access 2 immunoassay system for one patient. The result was reported out of the laboratory, but was found discordant to the previous week's result obtained from an alternate methodology (roche e170). Repeat access tbhcg testing on the same, on an alternate instrument (unicel dxi 800 access immunoassay system, serial number (B)(4)), and at an alternate laboratory also produce positive results. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample was lithium heparin plasma. A system check, dated (B)(4) 2011, was passing within the specifications. Qc was within the expected ranges during the time of the event. The customer's dxi 800 instrument was also performing within the expected qc ranges during the time of the event. Service was not dispatched for this event. A root cause for this event has not been determined.